Event description:
It was reported that the patient was experiencing pain at the lead site. High lead impedance was observed on a system diagnostic test, and the device was reportedly disabled. Follow up communication with the treating neurologist indicated that the pain was not generalized but was related to stimulation. Further information received showed the patient was referred for vns replacement surgery. The patient continued to have pain despite having the device disabled. The pain was reported to have been occurring since 2 months prior to the surgical consult. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient's full vns replacement surgery occurred on (B)(6) 2016. Pre-operative system diagnostics verified the high impedance. The new implanted generator registered an impedance within normal limits on the new lead. The explanted generator and lead were sent to pathology per hospital protocol and were discarded. No additional pertinent information has been received to date.